Manufacturer narrative:
By checking the manufacturing charts of the involved lot#, no pre-existing anomaly was found on a total of 16 ulnar stems manufactured with the same lot#. No other complaints received on the same lot#. We will send a final incident report once the investigation will be concluded.

Event description:
Elbow revision surgery performed on (B)(6) 2022 due to ulnar component dislocation from the humeral stem. According to the complaint source, the dislocation was due to initial surgical error in triceps repair. Imaging studies done on (B)(6) 2022 and 22nd of (B)(6) 2022 showed that the prosthesis previously implanted on (B)(6) 2022 had dislocated postero-medially and both the humeral and ulnar stems were found to be grossly loose and required explantation. Specifically, the 22nd of march MRI report noted that the ulnar component of the prosthesis had dislodged from the humeral component. The surgeon involved decided during implantation to go off label in implanting the tema elbow prosthesis during the previous surgery performed on (B)(6) 2022, by leaving the elbow unliked and not cementing the stems for primary fixation (please note tema elbow system is a cemented total elbow prosthesis). A customized cementless total elbow prosthesis was then requested to solve the issue (lima case # 22-1105). The surgery is targeted for late (B)(6) 2022. Patient is a 64 year-old male with a history of left elbow rheumatoid/inflammatory arthritis. Event happened in us.

Event description:
Elbow revision surgery performed on of (B)(6) 2022 due to ulnar component dislocation from the humeral stem. According to the complaint source, the dislocation was due to initial surgical error in triceps repair. Imaging studies done on of and of (B)(6) 2022 showed that the prosthesis previously implanted on (B)(6) 2022 had dislocated postero-medially and both the humeral and ulnar stems were found to be grossly loose and required explantation. Specifically, the of (B)(6) MRI report noted that the ulnar component of the prosthesis had dislodged from the humeral component. The surgeon involved decided during implantation to go off label in implanting the tema elbow prosthesis during the previous surgery performed on (B)(6) 2022, by leaving the elbow unlinked and not cementing the stems for primary fixation (please note tema elbow system is a cemented total elbow prosthesis). A customized cementless total elbow prosthesis was then requested to solve the issue (lima case (B)(6). The surgery is targeted for late on (b)(60 2022. (Surgery took place on (B)(6) 2022) patient is a male date of birth on (B)(6) 1958 event happened in the us. The clinical history of the patient is the following: surgery performed on (B)(6) 2022, implanting a tema elbow prosthesis uncemented (off-label use). Revision surgery performed on (B)(6) 2022, due to dislocation. Hereby reported. Surgery performed on (B)(6) 2022, implanting the custom-made components. Revision surgery performed on (B)(6) 2022, due to loosening. This revision surgery was registered with the internal complaint (B)(4) and reported with MFR 3008021110-2023-00006. Revision surgery performed on (B)(6) 2023. This revision surgery was registered with the internal complaint (B)(4) and reported with MFR 3008021110-2023-00034 suspect components explanted: ulnar stem #u6, 1575.14.030, lot 2001332, ster. 2000086 humeral stem #h7 left, 1504.14.070, lot 1813880, ster. 1900298.

Manufacturer narrative:
By checking the manufacturing charts of the involved lot#, no pre-existing anomaly was found on a total of 16 ulnar stems manufactured with the same lot#. No other complaints received on the same lot #. X ray analysis x rays were provided with this complaint. The x rays along with the available information were provided to a medical expert for evaluation. The medical evaluation results stated "the failure of the triceps repair is the reason for the instability that caused the dislocation. Triceps problems are the number one problem in tea. The radiographs of the implantation looks unremarkable. There is no sign for implant-related error here." Based on the information and investigation we can consider that. According to the complaint source, the dislocation was due to initial surgical error in triceps repair. By checking the manufacturing charts of the involved lot#, no pre-existing anomaly was found. The medical expert evaluation results stated "the failure of the triceps repair is the reason for the instability that caused the dislocation. There is no sign of implant-related error here." Based on the data received and analysis performed we can state this event was not instrument related. Pms data according to our pms data, this is the only complaint received for dislocation of a tema implant. No corrective actions are planned for this case. Lima corporate keeps monitoring the market to promptly detect any further similar issue. Note this is the final dmr.